Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an angioplasty procedure was performed for a vascular stent placement in a severe stenosis of the left brachial vein; the vessel was reported to be tortuous with mild calcification. Following successful angioplasty the pta balloon allegedly could not be removed through the introducer sheath; therefore, the pta balloon and sheath were removed as one unit without incident. Reportedly, visual inspection identified the balloon fibers were allegedly frayed. A vascular stent was advanced to the lesion site and deployed successfully. Post angioplasty was performed with another pta balloon. The vessel was reported to be patent with good blood flow. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the device was returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 4cm balloon. Peeled pebax were noted on the barrel of the balloon, extending 16.3cm. No frayed fibers were identified. No other anomalies were observed along the length of the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. No further functional testing could be performed due to sample condition (i.e. Peeled pebax). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the returned condition of the sample, the investigation was confirmed for peeled pebax and unconfirmed for frayed fibers. The investigation was inconclusive for retraction problems, as functional testing could not be performed due to poor sample condition (i.e. Peeled pebax). It is likely that the user perceived the peeled pebax as unraveled balloon fibers. Per the reported event details, the vessel was calcified. Therefore it is possible that patient factors contributed to the reported event. However, based on the available information the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an angioplasty procedure was performed for a vascular stent placement in a severe stenosis of the left brachial vein; the vessel was reported to be tortuous with mild calcification. Following successful angioplasty the pta balloon allegedly could not be removed through the introducer sheath; therefore, the pta balloon and sheath were removed as one unit without incident. Reportedly, visual inspection identified the balloon fibers were allegedly frayed. A vascular stent was advanced to the lesion site and deployed successfully. Post angioplasty was performed with another pta balloon. The vessel was reported to be patent with good blood flow. There was no reported patient injury.